Event description:
Device malfunction: difficult to remove. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device, attempted arteriotomy closure in the common femoral artery after an unspecified procedure. Reportedly, after clip deployment, the device was difficult to remove from the pt's artery. The access ports were used unsuccessfully. The device was ultimately removed using counter-traction and assertive pull. Hemostasis was achieved using manual compression. There were no reported adverse pt effects. Though requested, no additional information was available.

Manufacturer narrative:
(B) (4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.